Manufacturer narrative:
It was stated that following the discovery of the insufficient tidal volume, "the doctor immediately replaced the ventilator without causing any harm to the patient.

Manufacturer narrative:
In a gfe response from the authorized service provider (asp) received, the asp stated that a third-party service provider repaired the device. The third-party service provider did not inform the asp how the device was repaired. The asp was able to confirm that the device was returned to full functionality and placed back into use. The asp confirmed that there was no patient harm and the ventilator which experienced the device tidal volume issue was replaced in a timely manner with another ventilator to continue the patient treatment. The asp was not provided with the patient information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the bi-pap focus indicating that there was insufficient tidal volume during use of the device. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer philips that there was insufficient tidal volume during use of the device. No further information was provided. This investigation is ongoing.